Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the prime/rewind process. The blood glucose reading is 242 mg/dl. The drive support disk is protruded. Customer did push it back in while disconnected. Advised the customer the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Unable to prime during the prime test due to faulty force sensor. No alarm noted during testing. Drive support disk was inspected and no anomaly was noted.